Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-dec-2020. The most recent information was received on 15-dec-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ('had early spontaneous abortion (using essure)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tumour bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression"), fatigue ("very severe unexplained fatigue"), gastrointestinal disorder ("severe gastrointestinal problems"), the first episode of memory impairment ("memory problems and word confusion"), the second episode of memory impairment ("memory problems and word confusion"), arthralgia ("joint pain at the back of the knees, shoulders and sometimes groin"), headache ("daily headaches"), ear discomfort ("discomfort in the ears with an impression of not hearing anything"), ocular discomfort ("discomfort in the left eye") and weight gain poor ("weight gain deficiencies"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced complication of device insertion ("essure placed on the right and on the left with difficulty"). Essure treatment was not changed. At the time of the report, the depression, fatigue, gastrointestinal disorder, the last episode of memory impairment, arthralgia, headache, ear discomfort, ocular discomfort and weight gain poor had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered arthralgia, complication of device insertion, depression, ear discomfort, fatigue, gastrointestinal disorder, headache, ocular discomfort, pregnancy with contraceptive device, weight gain poor, the first episode of memory impairment and the second episode of memory impairment to be related to essure. The reporter commented: that the patient performed numerous medical examinations (fibroscopy, colonoscopy, blood test, osteopath, fascia therapist), she had episodes of work leave due to depression (anxiolytics) or burnout, stopped practicing sports 4 years ago and she is under psychiatrist follow-up for the last several years. The patient also informed that she is planning essure removal and had a tomography scan on (B)(6) 2020 to localize the second essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ('had early spontaneous abortion (using essure)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tumour bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression"), fatigue ("very severe unexplained fatigue"), gastrointestinal disorder ("severe gastrointestinal problems"), the first episode of memory impairment ("memory problems and word confusion"), the second episode of memory impairment ("memory problems and word confusion"), arthralgia ("joint pain at the back of the knees, shoulders and sometimes groin"), headache ("daily headaches"), ear discomfort ("discomfort in the ears with an impression of not hearing anything"), ocular discomfort ("discomfort in the left eye") and weight gain poor ("weight gain deficiencies"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced complication of device insertion ("essure placed on the right and on the left with difficulty"). Essure treatment was not changed. At the time of the report, the depression, fatigue, gastrointestinal disorder, the last episode of memory impairment, arthralgia, headache, ear discomfort, ocular discomfort and weight gain poor had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered arthralgia, complication of device insertion, depression, ear discomfort, fatigue, gastrointestinal disorder, headache, ocular discomfort, pregnancy with contraceptive device, weight gain poor, the first episode of memory impairment and the second episode of memory impairment to be related to essure. The reporter commented: that the patient performed numerous medical examinations (fibroscopy, colonoscopy, blood test, osteopath, fascia therapist), she had episodes of work leave due to depression (anxiolytics) or burnout, stopped practicing sports 4 years ago and she is under psychiatrist follow-up for the last several years. The patient also informed that she is planning essure removal and had a tomography scan on (B)(6) 2020 to localize the second essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.